Event description:
It was reported that during a peripheral stent procedure, the sheath came in contact with the stent and pushed it distally. It was subsequently reported that a dissection of the common iliac artery occurred. A second stent was successfully positioned and the dissection was repaired using balloon agioplasty. The patient status is listed as "ok".